Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm, prime/fill anomaly or no delivery/insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms necessitating insulin pump re-prime and sometimes set change. The customer exited from automode often and needs to frequently calibrate, insulin pump has failed new battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.